Event description:
Per the clinic, the patient experienced mrsa infection at the implant site. Subsequently, the patient was treated with oral and topical antibiotics (specific date and duration not reported).

Event description:
Per the clinic, the abutment was removed on january 23, 2024 under general anesthesia.